Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the PICC catheter was placed under ultrasound on (B)(6) 2025 and the upper arm was painful and swollen during infusion in the evening of (B)(6) 2025, which was clinically determined to be extravasation of the drug, and the catheter was removed and it was found to be ruptured about 3cm inside the puncture opening after removal. The catheter had only been used for 1.5 months and the extravasation drug was gemcitabine and cisplatin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned photograph was evaluated and a split was observed in the tapered region of the catheter shaft, between the 5cm and 6cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges near the center of the split which were rounded due to repeated material wear. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.